Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure there was an incomplete stapleline. No pt consequences were reported.